Event description:
Rptr had the opportunity to remove another deflated implant this past saturday. It had been in place quite satisfactorily for three yrs previous. Rptr used the same technique for its removal as for its original implant, that is an inferior semi-cirum areolar trans glandular, sub pectoral approach. As rptr reached the bottom of the breast tissue and the pectoral fascia, rptr encountered a cystic structure and when dr divided this they drained approx 30 cc's of saline. Directly beneath this was the valve of the implant. The tissue ingrowth had been lifted for an area of approx 2 to 3 cm around the valve. The remainder of the implant was densely, repeat densely, adherent to the tissues to the extent that when rptr was attempting to separate it by digital dissection, they tore the implant in the 10 to 11 o'clock area. Dr thinks because of the dense adherence of the tissue and the bubble directly over the valve that there is no question that this was a valve leakage. Unlike previous valve leakages that rptr has had the opportunity to remove, this did not have tissue ingrowth around the stirrup. There was no obvious tissue in the valve. Since this is 3 yrs or so out it is unclear to rptr how any different technique might have prevented this.